Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When the blade would not retract, were the jaws locked closed? If yes, did the jaws of the device eventually open?

Event description:
It was reported that during an unknown procedure, used once and could not reload; blade would not retract. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # n57e93. Device evaluation: the analysis results that one pcee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.